Event description:
The customer reported the support arm bracket mounted on a ventilator stand came off the rail it was mounted on and fell off the device. The customer reported there was no patient involvement or user harm. The customer reported the respiratory therapist (rt) was setting the ventilator up for patient use and reported the bracket came off the rail. The rt was between the ventilator and the patient and grabbed the bracket and arm as it came off. The customer reported that the bracket loosens after tightening. The screw that secures the bracket to the rail must be fully engaged when mounted.

Manufacturer narrative:
Bracket, support arm.